Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder jaws kept activating while inside the patient's leg, when the activation toggle switch was in the "off" position. The harvester removed the device from the patient and the jaws continued to burn with the activation toggle in "off" position. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.